Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was liquid leakage from the connection part between the tube and the connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Device evaluation: seven used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, and leaks were identified at luer tube bond. The probable cause hasn't been identified.